Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information provided.

Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reorted that bd nexiva - unknown leaked at adapter tubing junction it was reported by the customer that they had a nexiva piv that was leaking at the stabilization point and the plastic connection. Verbatim: the customer informed they had a nexiva piv that was leaking at the stabilization point and the plastic connection. The device was removed from the patient. She did not remember the gauge size or having packaging or lot numbers.